Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient observed new cracks in their driveline. Little cracks were noted in the outer sheath.  The driveline sheath was repaired.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Driveline cable hw10646 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable by the clinical specialist revealed multiple cracks in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has opened an investigation with the supplier to evaluate to evaluate driveline sheath damages. The most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 (B)(6): it was reported that the patient observed new cracks in their driveline. Little cracks were noted in the outer sheath. The driveline sheath was repaired. No patient complications have been reported as a result of this event. On (B)(6) 2017 (B)(6): it was reported that the patient observed new cracks in their driveline. The driveline sheath was repaired. No patient complications have been reported as a result of this event.